Manufacturer narrative:
The device history record for the reported lot number, 30073375, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 29-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the physician was removing a peg from a patient and the peg broke off, leaving the bumper inside of the patient. There was concern that the bumper was lodged in or around the peritoneum (from what was explained). The clinicians tried to remove the rest of the peg and it appeared the device had passed through the patients bowel. Additional information received 06-jun-2021 stated the device was placed on (B)(6) 2021. The patient required an egd on (B)(6) 2021 to see if the bumper was stuck, free floating, or passed through the patient's stomach. The patient was reported to be stable.